Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 thv 5 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by patient implant registry department, approximately 5 months post implantation of a 26mm sapien 3 valve in the aortic position via the transfemoral, the device was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time.

Manufacturer narrative:
Supplemental MDR is being submitted for review of medical records. Per medical record review, the patient was symptomatic and subsequently treated with antibiotic therapy within 60 days of implant. Blood cultures were positive on day 63. The patient was diagnosed with enterococcus faecalis bacteremia with prosthetic valve endocarditis. Approximately 5 months post implantation of a 26mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The endocarditis is not related to the edwards valve or any other edwards device. As such this MDR was reported in error and a corrected supplemental report is being submitted.